Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with needle had "solution leaked from the plunger tip in barrel when withdrawn solution before use" there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A batch history review showed no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of a damage in the plunger lip. Investigation conclusion: not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd syringe¿ with needle had "solution leaked from the plunger tip in barrel when withdrawn solution before use" there was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd syringe¿ with needle had "solution leaked from the plunger tip in barrel when withdrawn solution before use" there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.